Event description:
During a right ventricular outflow tract (rvot) ventricular tachycardia (vt) ablation procedure using a therapy cool flex catheter, a pericardial effusion occurred. An ensite array catheter was inserted into the rvot and inflated to map pvcs using the ensite velocity system. The therapy cool flex catheter was used to create the model anatomy of the rvot. Following five ablations in the rvot, the patient became hypotensive and the cardiac silhouette was not moving. The procedure was aborted and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.